Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID 97715 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator product ID 97715 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# v054607 serial# unknown implanted: (B)(6) 2009 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that upon x-ray during the case it was determined that the patient did in fact have two 2x4 paddles implanted. When they connected to the new ins only electrodes 0 through 3 were out of range. The surgeon decided not to test the extensions since there were 12 good electrodes to use. The post-operative patient had good stimulation coverage. The issue had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) on 2018-jan-09 reporting that there was not an issue with the initial ins as it was at end of service (eos). The initial ins was discarded by the customer. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v054607, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient claimed to be getting good therapy and coverage prior to the battery depleting. The rep stated that they ran impedances at 0.7 and all electrodes were out of range. It was indicated that the rep was not with the healthcare provider (hcp) or patient to do further troubleshooting and they were just reviewing information from their clinician programmer report they just obtained. The rep stated that some values were within range when run at 1.5v and when the impedances were run at 3.0v all values were within range. The following are the values from the 1.5v test: reference 0, 5, 8, 9, 10 and 11 and were 19533 ohms the others were out of range. It was reported that registration showed the patient had one type of lead implanted, but the clinician showed that the ins was programmed to have a 2x4/2x4 configuration. The rep stated that they were going into the case and would test the extension and leads to determine what component was the issue. No symptoms were reported. The event occurred on (B)(6) 2017. It was indicated that the rep discovered the impedance issue. No further complications were reported/anticipated.